Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during a surgery ophthalmic knives were found to be dull. The surgery was completed on the same day with an alternate knife. Patient details, impact and procedure details have not been provided. Additional information has been requested but is not available at the time of this report. This report pertains to ophthalmic knife. Two of two reports with different event dates received from the initial reporter.